Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this product exhibited an infection. Additional information received from the field representative indicating that a revision procedure was scheduled to remove the system. Evidence suggests the system remains implanted and in service. No additional adverse patient effects were reported.